Event description:
A report was received that the patients ipg was too deep and the charger could not connect. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was able to charge and was doing well postoperatively.